Event description:
It was reported that the patient felt lightheaded due to ams episodes. Upon interrogation, myopotentials oversensing was observed on the device. No electrical anomalies were observed. Programming change was recommended. No further information is available.